Event description:
As reported by the user facility: according to the complainant, patient developed acute respiratory failure related to suspected flash pulmonary edema. Patient was started on nitroglycerin drip, administered lasix, and put on bipap machine. The respiratory therapist (rt) was called and set up bipap and the lasix was administered by the nurse. During this time, the charge nurse was attempting to set up nitroglycerin due to the patient's systolic blood pressure (bp) being high 200s. The nitroglycerin was the first intervention focused on, however, the pump took almost 15 minutes to initiate the drip. The time to turn on the pump and program was too long, and the patient's bp continued to rise, leading to decreased mental status and requiring intubation for airway protection. Part of the delay was caused by nitroglycerin not being available in the cardiac meds library and having to scroll through all of the "m" letters and half of the n letters in the full library before initiation. Emergency priming of tubing was also not possible as it continued to put air bubbles into the tubing requiring full priming by the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.